Event description:
It was reported that there was moisture in the battery compartment. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: corrosion was observed in the battery compartment from a leaking battery. The leaking battery was sent in with the pump. The pump was unable to power on. This report is being made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: corrosion was observed in the battery compartment from a leaking battery. The leaking battery was sent in with the pump. The pump was unable to power on.